Event description:
It was reported that a metal piece of the device broke off. There was no backup device available. No injuries or significant delays were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed except for broken spigot. Complaint of a broken spigot was confirmed. Physical evidence suggests the mdu was dropped and the spigot was broken off of housing. The complaint investigation has concluded that the device is 9 years old and has exceeded its recommended service life limit and has succumbed to expected wear and tear. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.